Manufacturer narrative:
Additional information unrelated to bronchoscopy procedure : in a follow up, nurse informed the account manager that patient passed away. Physician confirmed that monarch system did not cause or contribute to the patient death.

Manufacturer narrative:
Failure analysis was unable to confirm the occurrence of any faults related to the reported issue due to product device not return. A review of the device history record (DHR) was performed and there were no non-conformances noted that could have contributed to the reported event. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labeling.

Event description:
It was reported that the patient experienced a pneumothorax mediastinal. No medical intervention was required. However, the patient was hospitalized due to other medical issues, for observation only unrelated to monarch device. There were no faults or issues reported with the monarch system and the physician is not attributing the event to the monarch.